Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a pre-existing surgical incision and that the lifevest irritated the area and caused it to open. Patient described the area as weeping. There was no alleged device malfunction contributing to the irritation. The patient's nurses applied dressings to the skin irritation. Follow up indicated that the skin irritation improved